Event description:
Pt admitted complaining of pain at the site of a recent insertion of a aicd in the left upper chest with surgical incision in the left upper quadrant. The procedure was performed at another hospital to replace an aicd that was inserted in the abdomen several years ago. The pt was positive for staphylococcus aureus and having purulent discharge through the left upper chest incision which was infected. The infected aicd was removed.